Manufacturer narrative:
Evaluation prior to the decontamination process found that the balloon inflated and deflated, and no occlusion was found. The balloon inflated clearly; however, the balloon inflated eccentrically by 0.10", which is not within specification. Bubbles were observed on the latex. The balloon was inflated to full volume and balloon deflated within 3 seconds without a syringe attached. Balloon failed to deflate with syringe attached. Per instruction for use (IFU), "passively deflate the balloon by removing the syringe from the gate valve". Contamination shield and introducer were not returned. All through lumens were tested for patency and leakage and all through lumens were patent without any leakage or occlusion. No visible damage was observed on the catheter body and the returned monoject 1.5cc limited volume syringe. Visual examination was performed under 10 x magnification. The deflation difficulty could not be confirmed; however, balloon eccentricity was noted. There was no evidence of a manufacturing defect; no actions will be taken at this time. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that the balloon would not deflate on its own. No other information was known. There was no patient injury reported.